Event description:
Healthcare professional reported that during implantation of a freestyle valve as a full root he left one of the porcine coronary ostia in place and noticed some leakage of the ostia. Additional stitches were taken, the valve functioned as intended and remains implanted.